Event description:
Pt underwent (B)(6) 2010, outpatient surgery with fusion and deep peroneal nerve burial of right foot. Pt was provided with cold therapy unit known as "biomet biochill" from ebi, llc prior to discharge. Instructions were to use continuously. On (B)(6) 2010, pt noticed significant pain and chills, presented to local emergency department where non-freezing cold injury was suspected and/or compartment syndrome. Attempts to revascularize the foot with thrombolytic therapy, angioplasty, and use of a vasodilator were unsuccessful. Pt toes 1-4 and part of foot were amputated.